Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed a rash, redness, inflammation, swelling, pimples, dry skin, and an infection under the sensor patch. The patient had itching and a skin burning sensation in the area. On (B)(6) 2025, the patient went to an urgent care clinic and was prescribed an oral antibiotic medication (doxycycline, unspecified dosage) and a topical steroid medication (hydrocortisone valerate cream), and was discharged home two hours later. On (B)(6) 2025, the patient called her endocrinologist who prescribed a different course of oral antibiotic medication (clindamycin 300 mg capsules, four times per day). At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.